Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t8-s1 to treat kyphoscoliosis. The patient underwent a revision surgery approximately 3 years post-op due to screw loosening at the sacral and iliac. The patient underwent a revision surgery. During the revision surgery the set screw of the crosslink stripped and became irremovable. It was subsequently removed along with a rod.